Event description:
It was reported that the right ventricular (rv) lead exhibited high short interval counts (sic) and short r to r intervals. The rv lead remains in use, however the lead is scheduled for extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implanted: (B)(6) 2007. (B)(4).